Event description:
It was reported that the customer went to the emergency room with a blood glucose level of 601 mg/dl. Cause was unknown. The customer was treated with intravenous fluids of saline and insulin. The customer was released with next day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.